Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent exploratory laparoscopy, robotic removal of mesh from right groin, robotic appendectomy and right inguinal hernia repair with mesh. He had revision surgery 3 months post surgery. The patient experienced adhesions and mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced right inguinal hernia and adhesions. Post-operative patient treatment included removal of mesh and appendectomy.